Manufacturer narrative:
H10: the malfunction was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr (B)(4). H10: for the reported complaint, the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use. H10: g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808560. Port & catheter allegedly experienced defective component. This report was received from a single source. This event did involve patient with no patient consequences. The patient is female; however, the patient¿s age and weight was not provided.

Manufacturer narrative:
For the reported complaint, the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808560. Port & catheter allegedly experienced defective component. This report was received from a single source. This event did involve patient with no patient consequences. The patient is female; however, the patient¿s age and weight was not provided.